Event description:
It was reported that discrepancies occurred with a bd discardit¿ ii 10 ml syringes. The following information was provided by the initial reporter, "accordingly non-conformance was logged, and the cause for non-conformance is identified as the late eluting peak was interfering to principle peak of next injection. Blank ( diluent) used for analysis, the diluent composition is 60 % acetonitrile in water and 1 % triethylamine and 1 % orthophosphoric acid. As the part of investigation further, verification was performed on 5 ml & 10 ml syringe available in laboratory. It was identified that the late eluting peak is due to usage of 10 ml syringe for analysis. Overlay of chromatograms blank of 5 ml & 10 ml syringe after identification of 10 ml syringe discrepancy, further we verified all available lots of 10 ml syringe. All together four different lots were available in laboratory and discrepancy observed for all lots. Below are the lots details: 1)syringe lot no. 1809505, 2)(syringe lot no. 1807508), 3)(syringe lot no. 1804506), 4)(syringe lot no. 1709511). Kindly intimate above discrepancy to manufacture on priority. As the mentioned lot no. Is quarantined at unit. Please help to clear the non-conformance." 4 occurrences were reported during use for lot# 1809505. Lot#s: 1807508, 1804506, 1709511 each had one occurrence during use.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned for the reported issue of ¿the late eluting peak was interfering to principle peak of next injection¿. When we investigated the batch number 1809595 the team found that though the catalog number 300850 is our bawal plant catalog but we were unable to find the batch number 1809505 in our plant release data sheet. As we are unable to trace the batch number 1809505 within our plant we contacted the originator of the complaint and discovered that an incorrect catalog number(300850) he has quoted. The correct catalog number is 309110. We have reviewed our production and inspection records for reported lots and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. According to the described circumstances we are not able to establish a direct relation that bd discardit syringes should cause or contribute to the reported issue. A probable root cause is undetermined. No samples were returned. Since we were unable to confirm the indicated failure mode, review of DHR showed no indication of the alleged defect, no root cause related to manufacturing process is determined. H3 other text: see h.10.

Manufacturer narrative:
The changes are as follows: b.5. Describe event or problem: it was reported that discrepancies occurred with a bd discardit¿ ii 10 ml syringes. The following information was provided by the initial reporter: "accordingly non-conformance was logged, and the cause for non-conformance is identified as the late eluting peak was interfering to principle peak of next injection. Blank ( diluent) used for analysis, the diluent composition is 60 % acetonitrile in water and 1 % triethylamine and 1 % orthophosphoric acid. As the part of investigation further, verification was performed on 5 ml & 10 ml syringe available in laboratory. It was identified that the late eluting peak is due to usage of 10 ml syringe for analysis. Overlay of chromatograms blank of 5 ml & 10 ml syringe. After identification of 10 ml syringe discrepancy, further we verified all available lots of 10 ml syringe. All together four different lots were available in laboratory and discrepancy observed for all lots. Below are the lots details: 1)syringe lot no. 1809505. 2)(syringe lot no. 1807508). 3)(syringe lot no. 1804506). 4)(syringe lot no. 1709511). Kindly intimate above discrepancy to manufacture on priority. As the mentioned lot no. Is quarantined at unit. Please help to clear the non-conformance. 4 occurrences were reported during use for lot# 1809505. Lot#s 1807508,1804506,1709511 each had one occurrence during use. D.1. Medical device brand name: bd discardit¿ ii 10 ml syringe. D.2. Common device name: syringe. D.3. Medical device manufacturer: becton dickinson, s.a. D.4 medical device catalog #:309110. D.4. Unique identifier (UDI) #: (B)(4). G.2 manufacturing location :becton dickinson, s.a. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1809505. D.4. Medical device expiration date: 2023-08-31. H.4. Device manufacture date: 2018-08-30. D.4. Medical device lot #: 1807508. D.4. Medical device expiration date: 2023-06-30. H.4. Device manufacture date: 2018-06-27. D.4. Medical device lot #: 1804506. D.4. Medical device expiration date: 2023-03-31. H.4. Device manufacture date: 2018-03-27. D.4. Medical device lot #: 1709511. D.4. Medical device expiration date: 2022-08-31. H.4. Device manufacture date: 2017-09-01.

Event description:
It was reported that discrepancies occurred with a bd discardit¿ ii 10 ml syringes. The following information was provided by the initial reporter: "accordingly non-conformance was logged, and the cause for non-conformance is identified as the late eluting peak was interfering to principle peak of next injection. Blank ( diluent) used for analysis, the diluent composition is 60 % acetonitrile in water and 1 % triethylamine and 1 % orthophosphoric acid. As the part of investigation further, verification was performed on 5 ml & 10 ml syringe available in laboratory. It was identified that the late eluting peak is due to usage of 10 ml syringe for analysis. Overlay of chromatograms blank of 5 ml & 10 ml syringe. After identification of 10 ml syringe discrepancy, further we verified all available lots of 10 ml syringe. All together four different lots were available in laboratory and discrepancy observed for all lots. Below are the lots details: 1)syringe lot no. 1809505. 2)(syringe lot no. 1807508). 3)(syringe lot no. 1804506). 4)(syringe lot no. 1709511). Kindly intimate above discrepancy to manufacture on priority. As the mentioned lot no. Is quarantined at unit. Please help to clear the non-conformance. 4 occurrences were reported during use for lot# 1809505. Lot#s 1807508,1804506,1709511 each had one occurrence during use.

Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that discrepancy occurred with a bd discardit ii¿ syringe (with and without needle). The following information was provided by the initial reporter, "accordingly non-conformance was logged, and the cause for non-conformance is identified as the late eluting peak was interfering to principle peak of next injection. Blank ( diluent) used for analysis, the diluent composition is 60 % acetonitrile in water and 1 % triethylamine and 1 % orthophosporic acid. As the part of investigation further, verification was performed on 5 ml & 10 ml syringe available in laboratory. It was identified that the late eluting peak is due to usage of 10 ml syringe for analysis. Overlay of chromatograms blank of 5 ml & 10 ml syringe. After identification of 10 ml syringe discrepancy, further we verified all available lots of 10 ml syringe. All together four different lots were available in laboratory and discrepancy observed for all lots. Below are the lots details: (syringe lot no. 1809505), (syringe lot no. 1807508), (syringe lot no. 1804506), (syringe lot no. 1709511). Kindly intimate above discrepancy to manufacture on priority. As the mentioned lot no. Is quarantined at unit. Please help to clear the non-conformance."